Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va031sq, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient noted no stimulation sensation. It was noted that the patient felt stimulation at least once a day prior, but since a couple of months ago, she stopped feeling stimulation in her private area and was going to the bathroom every 45 minutes to an hour, compared to every 1.5 hour. It was reported that the patient increased stimulation on program 4 from 2.0 to 3.0, where the patient felt stimulation again. It was noted that the patient's next appointment wasn¿t until (B)(6) 2014. The reporter stated that the patient leaked every once in a while but had the device for urinary frequency. There was no known accident or incident related to the complaint. It was later reported that the patient needed help using her patient programmer. The patient needed to "get it working" and to "change frequency." The patient noted that "it had kind of faded out" and the patient had to urinate too frequently, going "less than an every hour." It was reported that symptoms occurred over a month ago and there was no known accident or incident related to the complaint. It was noted that the patient was on program 4 at 3.0 volts and the implantable neurostimulator (ins) was on. The patient tried to increase stimulation and saw the screen telling her that the patient programmer batteries were low and needed to be replaced. It was reported that the patient did not know how to replace the batteries and the patient's husband helped and was able to open the battery compartment. The patient noted the batteries did not work. It was noted that the patient would get new batteries. It was later reported that the patient had trouble whenever she wanted to plug in and use the patient programmer, wanted to be able to use it and had trouble handling it. The patient had a problem with urgency frequency and wanted to increase the setting. It was noted that the patient had been increasing the setting and it had been helping somewhat. It was reported that the patient had to get batteries for the patient programmer the prior day because, the patient programmer wasn¿t working or was hardly working and was very slow. The reporter stated that the patient was on program 4 at 3.2 with lightning bolt and was not able to adjust stimulation. It was reported that the patient didn¿t have the programmer over the area properly and she repositioned the programmer. The patient increased the setting until she felt it. The patient noted she felt stimulation on the labia on the right side at 3.7 volts and it was a comfortable sensation. It was reported that the patient hadn¿t been using the patient programmer and wasn¿t confident in using it. It was noted that the patient had an appointment scheduled for 2014 (B)(6) and her healthcare provider would help her with the patient programmer. It was later reported that there was a loss of therapeutic effect, the patient had gradually had an increase in her frequency, and she was urinating approximately every half hour. It was noted that the patient had some memory problems and still didn¿t feel comfortable using her patient programmer. It was reported that the patient had a shocking or jolting sensation and intermittently experienced a painful pinching feeling near her labia once or twice a day which lasted a little while and then faded away. It was noted that this had been happening for a few months. The reporter stated that the patient currently felt no stimulation sensation and stimulation was on at 3.7. It was reported that the ins was sliding around in the pocket near the patient¿s waist line and the patient had a difficult time palpating the ins site to locate the ins. It was noted that the patient thought the ins had always been sliding around since implant. It was reported that the patient had no changes to her weight and had some pre-existing medical problems such as thyroid problems and perthes disease in her hips when she was a child and thought maybe this was part of the problem. The reporter stated that the patient was able to sync with the ins after repositioning the patient programmer antenna around and decreased stimulation to 3.5. It was noted that the patient didn¿t feel any stimulation sensation but wanted to try decreasing amplitude to see if the intermittent pinching feeling subsided. The patient was not presently experiencing the feeling so it was unclear if decreasing made a difference.